Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted to treat severe osteoarthritis of the right knee. The patella was resurfaced, and competitor cement x 2 was utilized. There procedure was completed without reported complications. Product information is provided on page 6. Patient was revised due to pain and effusion secondary to loosening of the tibial tray. Upon entering the knee, the surgeon identified and removed scar tissue. Intraoperative notes confirmed tibial tray loosening at the cement to implant interface. The tibial tray was completely debonded from the cement and easily removed. The patella and femoral components were well-fixed and not revised. There was no reported product problem with the revised tibial insert. Patient was revised with depuy products and depuy cement x 1 was utilized. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.